Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy. During night drain cycle 5, the patient's ultrafiltration reading was 1994ml, indicating the home patient (hp) drained 1744ml more than their maximum programmed fill volume of 2500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. If any additional information is received, a follow-up will be sent.